Event description:
A report was received that the patient's ipg was superficial, causing pain and discomfort. The pocket was relocated, and the patient was reportedly doing well post-operatively.

Manufacturer narrative:
This is the final report.